Event description:
Customer reported the alarm has no power, no further information was provided. Customer did not know when the issue was discovered or the date of event. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The unit powers on with batteries. However, the nurse call receptacle's housing is loose which does not hold a secure fit when the nurse call cable is plugged into it. When the cable is wiggled while plugged into the nurse call receptacle, the nurse call light at the test fixture goes on and off. The pre-recorded voice message plays with static sounds when weight is removed from the sensor pad which is a related to a bad voice chip. There is battery leakage/corrosion on the battery contacts and the green over molds on the alarm case have cuts in them, the nurse call receptacle is damaged. (B)(4).